Manufacturer narrative:
Device remains implanted.

Event description:
Following angioplasty, the subject stent was placed across the basilar artery (ba) 83% stenosed lesion to treat a minor stroke. The procedure was successful and the patient had the modified rankin score (mrs) of 0 after the procedure. Approximately two and a half months post procedure in-stent occlusion was occurred with the patient¿s mrs of 1. 200 mg of cilostazol was administered to the patient to treat the adverse event and eight days later the event was resolved.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. Thrombosis is a known risk associated with endovascular procedures and are noted as such in the device directions for use (dfu); therefore, anticipated in nature. However, because the device was not returned the exact cause for the difficulties encountered during removal of the device cannot be definitively determined.

Event description:
Following angioplasty, the subject stent was placed across the basilar artery (ba) 83% stenosed lesion to treat a minor stroke. The procedure was successful and the patient had the modified rankin score (mrs) of 0 after the procedure. Approximately two and a half months post procedure in-stent occlusion was occurred with the patient¿s mrs of 1. 200mg of cilostazol was administered to the patient to treat the adverse event and eight days later the event was resolved.